Event description:
On (B)(6) 2023, an avanos mic jejunal feeding tube was placed using divinci laparoscopic device. On (B)(6) 2023, a CT (computed tomography) scan was ordered for follow up on another unrelated procedure. An object was identified to be in his pelvis and the surgeon opted to take the patient to the or (operating room) for a possible retained foreign object. A diagnostic laparoscopy was performed and a clear piece of tubing was removed. The tubing was noted to be a portion of the avanos mic jejunal feeding tube that was placed on (B)(6) 2023 that apparently broke off during the procedure. The remaining portion of the j-tube was in place.